Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient experienced high blood glucose level of 404 mg/dl due to bent cannula within hours. The patient used pump/pen as a corrective treatment. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.